Event description:
It was reported that the surgeon while using mcm20 + mcm30 and the clips do not come off, so when she pulls away from the vessel, it tears the vessel.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? What is the current patient status? The devices do not fire or the clip does not release and when they pull the device off the vessel is causes bleeding. Not sure about how much blood is lost or if the patients had any issues due to bleeding. No specific number of cases can be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 6/30/2022 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.